Event description:
The plaintiff was implanted with the ams sparc sling on (B)(6) 2007. It was alleged by the plaintiff's attorney that, "within a few years after the initial implant procedure, plaintiff experienced complications from the defective mesh requiring additional medical care and treatment and/or surgical intervention." It was also alleged that the "plaintiff suffered debilitating injuries from the synthetic mesh including but not limited to, erosion, chronic pain, infection, and worsening urination, leading to the need for dangerous surgery," and that the plaintiff, "has suffered and will continue to suffer mental anguish, diminished capacity for the enjoyment of lift, a diminished quality of life, chronic debilitating pain, and other such damages."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.